Manufacturer narrative:
Gbo complaint no: (B)(4). Received 4 unused pc 454322/b16103bj and 1 used pc for evaluation. Received customer picture. We have no further inventory of the material/batch. We have no further similar complaints on the material/batch. Used sample was visually inspected. While blood between the inner and outer tubes could be observed, no damages/cracks in the tubes could be observed. Tube was verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. It was noted that vacuum was not completely exhausted. Unused samples were visually inspected. No visual deviations were noted: no damages/cracks in the tubes or leaking between inner and outer tubes was observed. Tubes were verified to be correctly assembled, and had the correct fill guide line position. The complaint cannot be confirmed.

Event description:
Customer states a sample was being run for a ptinr and the values came back extremely high. Close examination of the tube showed that the inner lining had cracked, and blood had seeped into the outer wall. The recollection came back much lower, and closer to what was expected for the patient.